Manufacturer narrative:
It was reported that a revision surgery was performed since patient experienced numbness in his foot because of pressure on the sciatic nerve. Surgeon downsized the polarstem cemented stem and changed the femoral head to release tension and pressure. The explanted stem, which intent use is in treatment, was not returned for investigation. In the corresponding product history no deviation was found which could relate to the reported event. Furthermore, no other complaint can be found with similar issue either for the reported batch number nor for the specific article. No device problem can be found. Based on the received clinical documentation, the root cause of the reported event could not be definitively concluded. The operative reports were not provided; therefore, details regarding the surgical approach remain unknown. Implant selection, surgical technique, an anatomical variant and/or physical compression could not be ruled out as possible contributing factors to the reported sciatic nerve involvement. Should additional clinical documentation become available in the future, the clinical/medical task may be re-evaluated. In our current IFU 12.23 ed.05/16 for hip implants it is mentioned that pain or other post-operative conditions can occur after implementing a total endoprosthesis. At that time of investigation the root cause remains undetermined and further actions are not planned. Smith + nephew will monitor this device for similar issues.

Event description:
It was reported that, after a tha surgery had been performed, the patient experienced numbness in his foot because of pressure on the sciatic nerve. A revision surgery was conducted to downsize the polar stem and change the femoral head to release tension and pressure. The patient outcome is unknown.